Event description:
During a surgical procedure, the screw extension became separated from the screw. Resulted in a delay in excess of 30 minutes.

Manufacturer narrative:
No conclusions can be made. The returned device was visually and functionally tested. No anomalies were noted visually and the device functioned as intended. The difficulty reported by the user could not be duplicated. Review of the lot history records found no discrepancies when released to stock.